Event description:
This report comes out of a journal from a foreign country, (the j cardiol 2007 jun: 49(6); 345-352), in which a cypher stent was implanted in the atrioventricular node artery branch was associated with restenosis 14 months after implantation. The stent was deployed at 12 atm "followed by a second dilatation at 18 atm with the same balloon at a rather proximal site from the stent". Fourteen months later, the patient was admitted with hypotension, shortness of breath on exertion tachycardia, pitting edema on both legs and congestive heart failure. Coronary angiogram revealed a restenosis with total occlusion of the stent in the atrioventricular node artery with a timi flow of 1. Incomplete stent opposition was also noted. The restenosis was treated by stenting with another cypher.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.